Manufacturer narrative:
The customer¿s report of fluid leakage at the bonded end of a texium syringe was not confirmed. Functional testing was performed using the texium syringe to perform flushes through the smartsite port of the set. There was no leak observed with any of the flushes. The root cause of the reported fluid leakage at the bonded end of a texium syringe was not identified.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak from the texium syringe while IV pushing doxorubicin. The leak occured at the texium component of the syringe while connected to the needleless port of the IV tubing. The chemotherapy drug leaked onto the nurse's glove. No user and/or patient harm reported.

Manufacturer narrative:
(B)(4)